Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The root cause was unable to be established. Review of the event history log revealed many downstream occlusion alarms. The main board, downstream occlusion sensor, and battery compartment were replaced as a preventative measure. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error, and the pump had not infused the proper amount. There was unknown patient involvement. No patient harm/adverse event was reported.